Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a spray of fluid under pressure not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 11jun2020 to 11jun2021. ¿ complaint trend: there are 9 complaints related to the issue of spray fluid not contained within the instrument. Date range from 11jun2020 to 11jun2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to an improperly connected waste tank. The customer reported that the operator had incorrectly connected the tubes to the waste tank, and the pressure buildup caused a spray of fluid. With a phone consultation the customer was able to properly connect the waste tank. No parts were requested for evaluation as there were no parts replaced. After the repair, the instrument was working as intended with no further leaks. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. Instructions on properly disconnecting and reconnecting the tubing between the instrument and the wet cart/waste tanks can be found in the section labeled ¿maintenance¿ in the bd facscanto ii flow cytometer instructions for use (#23-20269-00 rev. 1/vers. A). The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2013. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii - shutdown solution box broke down. O problem description: customer reports that one of the operators replaced the the shutdown solution box and as soon as she connected it, the box filled up and burst open. O work performed: connected the waste tank correctly to the wetcart. O cause: operator's error. O solution: n/a. ¿ returned sample evaluation: a return sample was not requested because there was no replaced part. ¿ risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential cause(s)/mechanism(s) of failure: waste fitting leaks. O current controls: pump compensates for leaking. O recommended actions: n/a. O severity: 8. O occurrence: 4. O detection: 1. O rpn: 32. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to an incorrectly connected waste tank. ¿ conclusion: based on the investigation results the root cause of the spray of fluid under pressure was due to an incorrectly connected waste tank. The customer reported that they had installed the waste tank incorrectly which resulted in a waste tank leakage. The fse found that the leakage was due to an incorrectly connected waste tank, properly connected it, and the instrument was working as expected with no further leaks. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported that after replacing the solution box of a bd facscanto¿ ii and during re-connection the box filled up and spayed solution outside of the instrument. There was no report of user impact. The following information was provided by the initial reporter: customer reports that one of the operators replaced the the shutdown solution box and as soon as she connected it, the box filled up and burst open. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Non biohazard. What is the source of leak -- waste line or non-waste line? Before waste line. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak?

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after replacing the solution box of a bd facscanto¿ ii and during re-connection the box filled up and spayed solution outside of the instrument. There was no report of user impact. The following information was provided by the initial reporter: customer reports that one of the operators replaced the shutdown solution box and as soon as she connected it, the box filled up and burst open. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Non biohazard. What is the source of leak -- waste line or non-waste line? Before waste line. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak?